Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonicbeat had tissue pad detachment and the tissue pad floated up. The issue occurred during a therapeutic total laparoscopic hysterectomy procedure. The procedure was successfully completed with a similar device. There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Updated fields: b5, d8, d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the severely worn tissue pad was likely caused by the grasping section being closed without grasping anything while the output was activated (including after tissue resection) in seal and cut mode, which resulted in severe wear of the tissue pad. Olympus will continue to monitor field performance for this device.